Event description:
A patient reported experiencing inaccurate low results with a ft meter. The patient's blood glucose results were 80 mg/dl versus 146 lab. Tests were done within 10 minutes with a difference of 45%. Patient did not experience any adverse events. No further information has been reported.